Event description:
It was reported that the dependent patient was having fainting spells. The ventricular sensitivity was decreased. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received . (B)(4).